Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the distal tip of a single-port monopolar curved scissor instrument was chipped. There was no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting chipped distal tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port monopolar curved scissors instrument was analyzed and found that the tube adapter was broken at the distal end. The broken piece was approximately 0.089" x .0110" in size and was not returned along with the instrument. The complaint regarding distal tip chipped was confirmed by failure analysis.